Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 330 units. Reportedly, the cartridge was filled with 480 units of insulin. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.